Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire remains in the pt. Device issue: guide wire separation. It was reported that the traverse guide wire had separated and remains inside the pt's body. It was noted that the guide wire was heavily torqued, which may have led to the separation. No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The core and tip coils were detached 5 mm distal to the center solder and not returned. There was corrosion present on the center solder. There was no other damage noted to the guide wire. This has been sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.